Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: secondary surgical intervention to reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was later repositioned. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.